Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, and lung disease. Medical intervention was not specified. The bipap pro biflex was returned to the manufacturer for investigation. The device was applied power and verified airflow. The manufacturer also observed that the customers humidifier heater plate did heat. The secondary findings of this investigation were dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Missing air inlet filter. Ui (user interface) knob missing. Thermal event on humidifier harness connector and pca at j9. Potential mineral deposits inside the water tank and under flip lid assembly. Dust-like contamination inside humidifier enclosure. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer confirmed the presence of multiple contaminants that were not consistent with degraded sound abatement foam from the secondary findings. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, and lung disease. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.